Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient recognized her driveline was majorly twisted. The patient wasn't feeling well, and her granddaughter decided they needed to try to untwist the driveline. She did disconnect her driveline to untwist it. The patient had some low speed operations and pump off, and the patient became abruptly symptomatic. Since they untwisted the driveline, the patient hasn't had any more alarms. The hospital reported it does feel like the internal line, inside of the white covering of the driveline is also twisted. The log file confirmed 2 low speed hazard/motor stop alarm, while connected to the power module. There was also a driveline disconnect on (B)(6) 2014, this is the time the patient disconnected the driveline to untwist the driveline.

Manufacturer narrative:
Additional information: the patient remains ongoing on vad support. The report of red heart alarms and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 48 days of data, which captured low speed and low flow hazard alarms and pump stop events that appeared to occur while the patient was supported by the power module and patient cable. The reported intentional driveline disconnection was also captured in the submitted log file. Based on the manufacturer's experience and similar reported events, the events captured in the log file could have potentially been the result of a compromised wire in the patient's driveline, potentially due to the reported twisting. However, a specific cause for the events could not be determined without a full evaluation of the driveline. The customer reported that following the untwisting of the driveline, the patient did not report any further pump stops and no additional action was taken. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.